Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2023 on a nasal sample. Repeat testing was performed on (B)(6) 2023 and generated a negative result. Additional testing was performed on (B)(6) 2023 with a non-abbott rapid test in a facility and generated a negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 193606 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 193606, test base part number 195-430h / lot 183897. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 193606 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.d4 : expiration date h3 other text : single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2023 on a nasal sample. Repeat testing was performed on (B)(6) 2023 and generated a negative result. Additional testing was performed on (B)(6) 2023 with a non-abbott rapid test in a facility and generated a negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.